Event description:
It was reported that during an open radical prostatectomy, the blade tip broke off of the instruments. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.